Event description:
Bougie was used to re-intubate without any problems. Later, approximately 1 inch of bougie tip was seen coming out of the patient's et tube/ventilator tubing. The bougie tip was removed from the patient's tubing without incident. This event was reported to sun medical.